Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that elevated blood glucose levels were experienced over several days while wearing the pod. Upon further questioning while the patient was reporting this pod, it was determined that the issue was suspected to be related to a needle mechanism failure. The patient indicated that the pod¿s pink slide did not move forward during activation and confirmed that the cannula had inserted into the skin. When the pod was removed the cannula was visible, and no abnormalities were described. No adverse patient impact was reported.